Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. It was determined that the cause of the reported issue was due to plug connector, designator p21 of the transfer relay assembly. P21 was disconnected from connector, designator j21 on the therapy pcb assembly. Physio reconnected p21 to the therapy pcb assembly, and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to read an ECG signal through the paddles lead. The customer advised that the ECG displayed dashed lines in paddles mode. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. There was no patient use reported for this event.